Manufacturer narrative:
No product has been received to date. If product is returned, analysis will be conducted.

Event description:
On (B)(6) 2013, the reporter stated that a bd micro-fine 8mm pen needle broke off during an injection and remained in the patient's thigh. This resulted in the need for surgical removal of the broken segment. No other information is available at this time.